Event description:
It was reported that while in the pediatric cardiac lab the ai-07121 was pretested without difficulties. The md inserted the catheter into the pt's femoral artery. The wedge pressure catheter ruptured during use and as a result, was removed from the pt. The md inserted another ai-07121 without incident. There was no reported pt death or injury. Medical/surgical intervention was not required due to this incident. The delay / interruption was until the second catheter was pretested and inserted. There were no reported pt complications. The pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.